Event description:
A report was received that the patient had redness at the ipg site. The patient was taken to operating room and a lavage of the ipg site was performed. During the procedure a mass of granulation tissue was noted and a biopsy was performed. There was no disruption of the patients therapy. The patient was placed on antibiotics and is doing well postoperatively.

Event description:
A report was received that the patient had redness at the ipg site. The patient was taken to operating room and a lavage of the ipg site was performed. During the procedure a mass of granulation tissue was noted and a biopsy was performed. There was no disruption of the patients therapy. The patient was placed on antibiotics and is doing well postoperatively.